Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 3006705815-2019-01786. It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a trial lead. Patient was asymptomatic post procedure. Trial was completed as scheduled.

Event description:
Reference MFR. Report number: 3006705815-2019-01786.